Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of abdominal pain around the reservoir, which led to a surgical intervention. During the procedure, an incision was made to relocate the reservoir. The physician added some additional saline to the ipp system. No additional patient complications were reported.